Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In (B)(6) 1996, the pt began using super poligrip original. An unk time later, the pt experienced neuropathy in both arms and both thighs down to the feet, zinc toxicity, extensive nerve damage, foot numbness, extreme leg pain and walking difficulty. This case was assessed as medically serious by gsk. Use of super poligrip was stopped in (B)(6) 2009. According to the claim, the pt's neurological injuries were profound and permanent.